Event description:
It was reported that the patient had a 2 second pause while in the hospital for non-cardiac observation. Interrogation revealed bipolar lead impedance of less than 200 ohms, and unipolar lead impedance was 360 ohms. The pulse generator was nearing elective replacement indicator (eri) with a battery voltage of 2.50 v. Ventricular polarity was changed to the unipolar configuration.

Manufacturer narrative:
No medwatch form was received.